Event description:
Patient reported breast implants were causing chronic inflammatory state and creating issues with her autoimmune thyroiditis regulation. Asked to have implants removed. Implants were placed in few years ago. Implants were noted to be intact and without signs of inflammation/infection in the sites. Implants were part of the voluntary recall by allergan.

Event description:
Patient reported breast implants were causing chronic inflammatory state and creating issues with her autoimmune thyroiditis regulation. Asked to have implants removed. Implants were placed in few years ago. Implants were noted to be intact and without signs of inflammation/infection in the sites. Implants were part of the voluntary recall by allergan.